Event description:
The digital stryker prophecy team received CT scans indicating that the patient may require a revision of a prior total ankle replacement involving a wright medical/stryker device. Additional information indicated that the planned revision will address both the tibia and talus with conversion to an inbone implant. The revision is associated with a reported loose implant, with suspicion that lack of ingrowth contributed to loosening.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.